Manufacturer narrative:
For method evaluation: raw data from test results provided to manufacturer (not the actual test card). The data analysis preformed on in house data as well as clinical edm results points to an isolated nonconformity where an insufficient sample (iqc11 on hct) placed a sample bubble on the top of the na membrane leading to an undetected low na reading. Analysis of clinical data over the past two years shows that the probability of such an event is under 250ppm. Therefore, epocal (manufacturer) concludes that this is an isolated nonconformity.

Event description:
"(B)(6). At 0413 on (B)(6), an epoc test panel was run on our pt I will refer to as "(B)(6)." Test results for all analytes, expect sodium, were similar to this pt's previous and results. The sodium test gave a result of < 85 mmol/l, however. Pt care staff have indicated that the same sample was sent to the laboratory for testing that included the sodium test. The lab's vitros f, s produced a sodium result of 145 mmol/l similar to the pt's previous and later epoc test results. This discrepancy and apparently inaccurate epoc result created concern by pt care staff."